Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found no issues with the device. The device was returned inside the coiled storage tube. No kinks or damage were noticed along the shaft of the device. The balloon, stent and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A recommended size product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed lesion being treated was located in the severely tortuous, calcified distal right coronary artery (rca). The lesion was predilated with a 2.5x20mm non-bsc balloon. The physician attempted to place the 3.00x28mm promus element stent, but after several attempts he was unable to cross the lesion. The proximal portion of the stent was found to be bent. The procedure was completed with another 3.00x28mm promus element stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed lesion being treated was located in the severely tortuous, calcified distal right coronary artery (rca). The lesion was predilated with a 2.5x20mm non-bsc balloon. The physician attempted to place the 3.00x28mm promus element stent, but after several attempts he was unable to cross the lesion. The proximal portion of the stent was found to be bent. The procedure was completed with another 3.00x28mm promus element stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.